Event description:
It was reported that the lead was explanted 70 months after the implantation due to increased shock impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed multiple signs of wear along the lead body. In particular at 45cm and 50cm distal to the is-1 connector pin the insulation was found worn through. This damage can be considered the root cause of the reported increased impedance. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further inspection showed the ligature marks approximately 23cm distal to the is-1 connector pin. At this position, cuts in the insulation were found which resulted most likely from the explantation procedure. Blood penetrated the lead. In addition, between yoke and df-1 connector the connector cable to the shock coil was found heavily stretched and fractured. Based on the characteristics, this damage resulted from tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.